Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the heartmate 3 system controller was being unpacked in the operating room (or) to be used as the backup controller for a newly implanted patient, one of the retention screws in the controller was not attached. This screw fell of the table was lost in the operating room. A brand new controller was then used as a backup. A request for replacement was made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the heartmate 3 system controller was being unpacked in the operating room (or) to be used as the backup controller for a newly implanted patient, one of the retention screws in the controller was not attached. This screw fell of the table was lost in the operating room. A brand new controller was then used as a backup. A request for replacement was made.

Manufacturer narrative:
Main investigation conclusion: the reported event of a missing screw in the back panel of the system controller was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed 10 events spanning approximately 2 days ((B)(6) 2021, (B)(6) 2000 per timestamp). The events captured on (B)(6) 2000 took place in the testing labs at abbott and were recorded while the clock was not set; therefore, the exact date and times were unable to be accurately recorded. The driveline was never connected in the log file. There were no notable alarms active in the log file. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop and function as intended. A backup battery screw was missing. The threading was inspected and no physical anomalies were found. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 21dec2021. No further information was provided. The manufacturer is closing the file on this event.